Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air-in-line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that there was fluid intrusion in the upstream sensor crystals which causes a resistive short leading to low fluid numbers thus causing false air in line alarms. The failed upstream sensor was replaced.